Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was visible in the pump battery compartment. No physical damage to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: corrosion was observed inside of the battery compartment, and the battery compartment was observed to be cracked. The pump failed a leak test due to a battery compartment leak. The pump case was removed and evidence of moisture damage was observed on one of the internal components. Unrelated to this complaint, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.